Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced due to contamination. In addition, during the evaluation the blower assembly, blower bellows, blower mounts, blower cap, blower chassis plate, muffler assembly, tubing blower chassis, tubing -fi02, tubing-low flow o2 and tubing- system board need replaced due to contamination.